Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during implant the lead could not achieve a good position or electrical parameters. The helix would not retract. The lead was not used.